Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to an unknown product performance issue. Additional information received indicating that the rv lead was replaced due to high threshold. Moreover, the physician suspected a micro dislodgement. No additional adverse patient effects were reported.